Event description:
Subsequent to the initially filed report the following information was reported: it is unknown why the perforation did not seal, but there were no issues with deployment of the graftmaster. The correct size was used for the perforation and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use, (IFU) states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts. Additionally, the IFU specifies the rated burst pressure (rbp) is 16 atm and clearly states not to exceed the rbp. It is unknown if the IFU deviations contributed to the reported event. The investigation was unable to determine a conclusive cause for the reported device operates differently (failure to seal)/stent graft leak; however, the reported treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a perforation caused by atherectomy in the right peroneal artery. After several attempts with balloons for over an hour, it was decided to use graftmaster covered stent. The graftmaster was implanted successfully at 26 atmospheres (atm) but there was still some micro-perforation around the stent so a 5 mm balloon was re-inflated and after about ten minutes of inflation, there was no further bleeding. There were no adverse patient sequela and the patient is doing well. No additional information was provided.